Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During the implant procedure this lead's helix tip broke off, it is unknown if part of the tip remains in the patient. The physician elected to replace the lead with a new lead of the same model. * the physicians manual 352527-003, page 14, states: do not rotate the lead clockwise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.